Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 18-22 mg/dl. The customer stated that emergency medical services came in the middle of the night. The customer had symptoms such as unconscious and nausea due to being pregnant. The customer stated that the insulin pump overshoot her insulin. The insulin pump will not be returned for analysis.